Event description:
During a pfa procedure, the patient experienced a pericardial effusion and expired. An inquiry catheter was placed in the cs. An agilis 13f introducer was then introduced into the right atrium and transseptal puncture was performed in one attempt with a brk transseptal needle. 10,000 i.u. Of heparin were administered to the patient. After preparing the volt catheter, the catheter was advanced over the non-(B)(6) guidewire (amplatz extra stiff wire by cook medical) and into the left atrium. A shadow was then observed around the heart silhouette on x-ray and a decrease in systolic blood pressure was noted from 100 to 70 within 1-2 minutes. An echocardiogram was done which revealed a large pericardial effusion. A pericardiocentesis was performed but was very challenging due to the patient's body mass (125kg), the position of the patient¿s liver (in front of the puncture area), and simultaneous resuscitation efforts. Several attempts were needed to achieve the puncture and introduce the drain into the pericardium. After more than 60 minutes of resuscitation and draining approximately 3 liters of blood with additional re-transfusions, the decision was made to stop resuscitative efforts and the patient was pronounced deceased. The physician believes that the guidewire is the cause of the perforation, and that no (B)(6) product led to this event. There were no performance issues with any (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).